Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream error which was reproduced during evaluation. The reported issue was verified through a review of the event history log by evidence of upstream occlusion alarms. The cause was determined to be the ultrasonic sensor out of specification and unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream error. There was no patient involvement. No additional information is available.